Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced a wake/sleep button that was intermittently unresponsive, occurring most activations, and a replacement device was arranged; blood glucose was reported as stable and there were no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no impact on medical care, no emergency treatment, and no hospitalization. Investigation included customer troubleshooting, education on data sync and shutdown, and logistical replacement with return shipping. Investigation of this device was confirmed and revealed an operational failure of the wake button consistent with a hardware malfunction of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electrical malfunction unrelated to user handling.